Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the floor of the atrium one day post implant. The lead was revised and remains in use. No patient complications have been reported as a result of this event.